Manufacturer narrative:
The MFR was advised that the explanted lvad pump will not be returning for eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Info was provided to the MFR through their device tracking system indicating that the pt expired due to multisystem organ failure (msof). Add'l info received by the vad coordinator confirmed the pt's cause of death. No autopsy was performed and the device was not explanted.